Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. If the device is returned, a supplemental report will be submitted.

Event description:
A patient reported inadequate bilateral coverage with their evoke spinal cord stimulator (scs) system. On (B)(6) 2023, a revision procedure was performed to address the coverage. The original lead was repositioned with a few attempts to achieve the best positioning. Intra-operative impedances were checked prior to closing and all contacts read within normal limits. Following the procedure, impedance checks were performed resulting in patient discomfort. It was identified that monopolar electrocautery had been used during the revision procedure potentially causing lead damage and the patient symptoms. The evoke scs system was replaced, and the system was then working as intended.